Manufacturer narrative:
The device history record (DHR) of lot number 6593398 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast reconstruction revision with a mentor siltex round moderate profile 375 cc saline prosthesis. Deflation was suspected by the patient either during exercise, or a fall in which the breast was impacted that resulted in broken ribs and a broken collar bone. On (B)(6) 2018 the deflation was confirmed by a physical exam. On (B)(6) 2018 the patient had replacement of the deflated prosthesis, along with capsulotomy to treat capsular contracture (baker¿s grade unknown). During the procedure, a mentor siltex round moderate profile 375cc saline prosthesis was placed after being filled to 425cc. A band was noted, and the implant was inadvertently punctured when trying to open it. The ruptured implant was replaced with an identical device. No other complications were noted.

Manufacturer narrative:
On 04/18/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Black material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking located on the anterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black material found on the device. Manufacturer¿s reference number: (B)(4).